Event description:
A patient with pancreatic cancer presented with jaundice, and subsequently it was found that the stent, implanted for treatment, was broken. In 2002 the patient underwent an endoscopic procedure and another stent was successfully placed. The original stent was left in the patient. The patient was discharged from the hospital seventeen days later. The device remains implanted in the patient and is not available for evalation. Therefore, a failure analysis is not available. A lot number was not provided, therefore, a lot review could not be done. Without evaluating the device, company is unable to determine the relationship between this event and the device.